Event description:
It was reported that this right atrial (ra) lead was repositioned due to dislodgement confirmed through x-ray resulting in high pacing threshold. This ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to tab e initial reporter. This supplemental report has been created to capture additional information and information correction.

Event description:
It was reported that this right atrial (ra) lead was repositioned due to dislodgement confirmed through x-ray resulting in high pacing threshold. This ra lead remains in service. No additional adverse patient effects were reported.